Event description:
The home care provider (hcp) reported the following info: (1) a pt was filling an h-300 portable off of a liquid oxygen stationary unit not manufactured by puritan-bennett. (2) as the pt took the h-300 off of the stationary unit, liquid oxygen spewed from the quick connect onto the pt's hand. (3) the pt went to the doctor and their hand was treated for 2nd and 3rd degree burns.